Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the deflectable videoscope had error e216. The event occurred during set up/inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Additional information: d9, h4. The following reportable malfunctions were identified during the device evaluation: due to damage on ccd unit, e216(scope communication err) occurs. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified and is considered a known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.